Manufacturer narrative:
This report is based on information provided by a philips remote service engineer and has been investigated by the philips complaint handling team. Remote support was provided, the device was outside of tolerance range during operational check. The device failed the operational check. The device was confirmed to have reached the end-of-life and end-of-support statuses. Therefore, no service or technical support was provided. The device is not expected to be returned for additional investigation as no replacement will be provided. Because the device reached the end-of-life and end-of-support statuses, it cannot be repaired. The cause of the reported problem is unknown and cannot be confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was advised the device reached the end-of-life and end-of-support statuses, it cannot be repaired. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : remote support was provided.

Event description:
It was reported the device operational check was out of range. There was no patient involvement.

Manufacturer narrative:
Reporter phone and reporting institution phone: +44()01132523722philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.